Manufacturer narrative:
Unit had intermittent button response due to corroded keypad trace. No button error alarms occurred. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer's wife reported via phone call that customer received a button error alarm and was not able to clear due to buttons not responding. Customer's blood glucose was 421 mg/dl, which was treated with syringe. It was reported that drive support cap was normal and caller wsa not sure if buttons were pressed for more than three minutes. After troubleshooting, customer was advised that insulin pump would need to be replaced.